Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2016-00398. Reference MFR report: 1627487-2016-04570. It was reported the patient was not receiving stimulation after suffering a recent fall. Diagnostic testing showed low impedance. Fluoroscopy indicated the leads may have pulled out of the ipg header. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-04570. Reference MFR report: 3006705815-2016-00398. Follow up information identified the patient underwent surgical intervention where her entire scs system was replaced with a new one. She is now receiving effective stimulation.